Event description:
This spontaneous report was received on (B)(4) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration, in the night of (B)(6) 2012, the consumer noticed that the toothbrush broke in half while brushing. The consumer used the device in the past without any issue. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based upon an acceptable manufacturing and facility issue review, due to lack of a product name, lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (b)(4 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration, in the night of (B)(6) 2012, the consumer noticed that the toothbrush broke in half while brushing. The consumer used the device in the past without any issue. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.